Manufacturer narrative:
The serial number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation and functional testing for a biopsy, the device self-activated after fully priming. No patient contact was reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual and functional/performance evaluation: the device was sent directly to the manufacturing site for service and repair. Per the service and repair evaluation, the device was unable to prime in the as received condition. Upon further examination, it was noted that one of the leaf springs was dislodged. This prevented the latching arm from latching onto the sled. It is possible that the dislodged spring contributed to the reported event. However, the definitive root cause of the reported event and the dislodged spring are unknown. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for failure to prime, as the device could not be primed in the as received condition. However, the investigation is inconclusive for self-activation due to the returned sample condition. Per the service and repair facility, the device could not be primed due to the dislodged leaf spring. It is possible that the dislodged spring contributed to the reported event. However, the definitive root cause could not be identified. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The serial number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.